Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, the surgeon has disassociated this device from the event. Therefore, it has been determined that this is no longer a reportable complaint.

Event description:
It was reported that the patient has expired. The implant duration was less than a month. Patient was noted to have aortic stenosis, however, it is unknown if that was the cause of death. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.